Event description:
It is reported that when the trial was being extracted the distal stem broke off at the junction leaving the distal pilot trial in the humeral canal. The humerus was windowed twice to remove the trial. Date of surgery is unknown.

Manufacturer narrative:
Evaluation codes: trial exhibits fracture damage just above last thread. Distal trial was returned along with fractured portion of proximal trial in threads of device. There is heavy gouging to distal trial, which may have occurred while device was being removed. Device meets specification where measured. Scanning electron microscope examination showed fracture appears to have occurred by repeated loading. Small component of bending is seen in fracture, indicated by shear dimples. Some of dimples had mns inclusions as is commonly observed in ductile fractures. Cleavage was also present in final fracture zone. Energy dispersive spectroscopy spectrum to provisional material showed fe, cr, ni and cu elemental peaks typical for a 17-4 ph sst. Eds spectrum showed mns inclusions and some other contaminants on fracture surface.